Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. No prime/fill anomaly noted. Unit list all expected alarms in the alarm history screen. Unit alarmed motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unit had cracked reservoir tube lip and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.